Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said the device is not working anymore and would like it removed; the event started one year ago. They further said the device has not been helping and they need to catheterize again. Within the last few months, they haven't been doing well at all. Patient added that they contacted their healthcare provider's (hcp) office and they are trying to get a hold of a manufacture representative (rep). As of (B)(6) 2018, the patient has been using a catheter. As a result of what was reported, the patient was redirected to their hcp. No further patient complications have been reported as a result of this event.